Manufacturer narrative:
Sections with additional information as of 20-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) : same meter, different test strips (lot number not provided). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call the same day as initial call ((B)(6) 2023) to offer customer replacement product and obtain customer's address - able to establish contact with customer who stated they are obtaining a replacement meter elsewhere and disconnected the call.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from am fasting meter to meter comparison of 68 mg/dl using true metrix meter and 133 mg/dl using another device. Customer has 2 vials of true metrix test strips; customer did not confirm with which vial the meter to meter test results had been obtained with (internal report reference (B)(4) for second vial). The customer¿s expected am fasting blood glucose test result range is 160-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/19/2024 and test strips were opened the day prior to the call. The meter memory was not reviewed for previous test result history. Customer declined to further troubleshoot and had disconnected the call.